Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. It was able to be reproduced with isometric exercise. The noise inhibited ventricular pacing. Programming changes were made and transcutaneous pacer pads were applied as a backup. The lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
A complete lead was returned in three pieces. The connector portion measured 6.5 cm, the middle portion measured 13.4 cm, and the distal portion measured 78.2 cm. External insulation abrasion was noted at 8.9 cm to 9.8 cm, from the referenced cut end consistent with lead friction to another device or feature of the heart. The outer coil was exposed at these locations. External insulation abrasion was noted at 10.3 cm to 11.0 cm, 25.8 cm to 26.4 cm, 27.1 cm to 28.3 cm, and 27.9 cm to 28.5 cm from the distal tip consistent with lead friction to another device or feature of the heart. The outer coil was exposed at these locations. A fracture of the outer coil was noted at 33.9 cm from the distal tip.